Event description:
It was reported that a malfunction occurred on the pump, specifically due to a momentary motor skip likely caused by a high force impact. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.